Event description:
Infusion pump with an 810:11 failure code. Although attempts were made by baxter to obtain additional information from the reporitng facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contact information was provided.